Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal side. The both broken cable segments that contain the crimps were missing from clevis and not returned. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. Further inspection found no abnormally sharp components that could have contributed to the cable breaking. Additional observation related to the customer reported complaint: the instrument was found to have a broken grip cable at the distal end. The complaint regarding broken control cables was confirmed by failure analysis. Common causes of broken - distal instrument pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing.